Manufacturer narrative:
E4 - initial report sent to FDA, g2 - report source, g2 - other report source, and h4 - device mfg date: correction. No product was returned for device analysis. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a clinician attempted to draw an abg (arterial blood gas) off from an arterial line using a portex line draw arterial blood sample syringe. The clinician then placed the cap on and pushed blood into it, then the foam at the top was completely saturated and blood rushed out from the top of the syringe. This happened on 3 separate syringes on 3 separate times before the clinician got a syringe from another location that has no issues. There was unknown patient involvement.

Manufacturer narrative:
B3: day of event is unknown. Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.